Manufacturer narrative:
The customer evaluated the unit and discovered the battery was not holding a charge. The battery was replaced and the unit appears to be functioning properly. There was no report or indication that the unit did not alert the users of the low battery status with the audio alarms and/or on screen battery low message. As of 11/16/09, there have been no add'l calls regarding this issue. We are considering this issue the result of a battery malfunction.

Event description:
The customer reported that the unit failed to discharge during a code. A second defibrillator was used to save the pt.